Event description:
It was reported that seven months post implant the right atrial (ra) lead dislodged. The ra lead was programmed off and left implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.